Event description:
The customer contact reported the device powered off by itself. At an unspecified time, the device was programmed to deliver an unspecified pain medication and the delivery was started. No programming parameters were provided. After an unspecified length of time, the patient was transferred to a different nursing unit, upon arrival to the unit the nurse noted the device powered off by itself. It was unknown if the device alarmed prior to power loss. The customer contact reported that the patient reported an unspecified amount of pain. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing; however, a power loss alarm was noted in the device history and the batteries were noted to be low. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.